Event description:
It was reported that the customer was hospitalized due to high blood glucose of over 600 mg/dl. It was stated that the customer was experiencing high glucose for the last few weeks. Troubleshooting was performed. It was stated that the infusion set was changed to resolve the issue. Ran a fixed prime test and passed. Performed a high pressure test and the test failed. It was stated that customer inserted in the higher abdomen and scar tissue was found in the area. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.